Event description:
It was reported that during a generator replacement for end of battery life, the right ventricular (rv) lead could not be removed from the device header. The rv lead was visually damaged from pulling too much during the generator change. The rv lead was capped, and a new rv lead was implanted on (B)(6) 2025. The device header was also crushed in an attempt to free the stuck rv lead. The patient was in stable condition with no adverse health consequences.

Manufacturer narrative:
The reported event of failure to remove the ventricular lead from the device header was confirmed. Analysis revealed blood accumulation in the ventricular connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the leads difficult to remove. The setscrew did not affect lead removal, since it had been removed by the physician. The blood was most likely not cleaned from the proximal end of the lead before it was inserted into the connector port at the time of the procedure.